Manufacturer narrative:
Updated fields: b1, b2, b3, d4, d9, g3, g6, h1, h2, h3, h4, h6, h11. Additional information received: did the issue(s) with the product arise during a surgery? During surgery did the issue(s) cause any increase of surgical time? No only if applicable: did the issue(s) result in smoke, fire, and/or burns? No was the patient injured? If yes, could you please describe injury and treatment? Yes, there's a scratch on her forehead. A bandage. Was the surgery time increase of more than 30 minutes? No. How they finish the surgery (use another device, ¿)? Yes. Investigation: the mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -the inspection of the returned mayfield skull clamp a1059 with serial number (B)(6) shows no defects. The teeth are in good condition, the helicoils allow for secure fixation with the included swivel adapter, the ratchet arm can be inserted into the base and locked into place, the pressure screw displays the correct values under pressure, and the ratchet arm does not spring back under pressure. All bores are within tolerance, the unit has been pressure tested and shows no movement, and the unit closes properly and does not come apart on its own. It is to be noted that the unit must first be adjusted, then closed, and not moved again after closing as doing so will damage the locking mechanism and the starburst teeth. The entire submitted system was tested. Root cause - the complaint is not confirmed via inspection since the unit was found to have no defects. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) came loose during surgery. Additional information has been requested.